Event description:
It was reported that a physician trained in the use of the starclose se device attempted arteriotomy closure of the common femoral artery after an unspecified procedure. Reportedly, during thumb advancer deployment, difficulty was encountered splitting the exchange sheath. The clip was unsuccessfully deployed and was found deployed at the distal end of the exchange sheath. The device, with the clip attached, was removed and manual compression was applied to achieve hemostasis. There was no reported adverse pt effects. Add'l info was not provided.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not complete.

Event description:
It was reported that a resident, not trained in the use of the perclose proglide device, attempted arteriotomy closure of the common femoral artery after a diagnostic procedure. Reportedly, after the device was positioned in the patient, the marker lumen was activated, but not stabilized and the device was not in the artery during deployment. Subsequently, the sutures were deployed on the skin surface and around the device. The sutures were cut to release the device and manual compression was used to achieve hemostasis. There was no adverse patient sequela. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned device found the plunger was fully proximal with the locator wings open. The thumb advancer was partially deployed and the exchange sheath was partially slit. Internal inspection of the device found the clip had not been deployed and remained on the carrier tube. The vessel locator release slider had not been used, indicating the device had been removed from the patient anatomy with the locator wings in the open position. As indicated in the starclose se instructions for use, if excessive force is met during advancement of the thumb advancer, the device should be removed following the following steps: retract the thumb advancer back to the start arrow to lessen any interaction with the shaft. Slide the safety release button. Remove the device. The device evaluation indicates that device deployment was stopped after the plunger was pushed. There was no indication that any difficulty or resistance had been encountered during the thumb advancement step. During testing, the device was cleaned and re-assembled to evaluate deployment. The device performed as designed and was successfully re-deployed. Based on our investigation findings, the device performed according to specification and a root cause related to the device for the reported difficulty with thumb advancement and sheath splitting could not be determined. A review of the device history record for this lot did not produce any findings relevant to this report.